Event description:
It was reported that the patient received a shock, and that there were some other vt-ns (ventricular tachycardia-non sustained) episodes that all appeared to be due to twos (t-wave oversensing). It was noted that the patient was taking sotalol and the qt seemed to be longer. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2008. (B)(4).